Event description:
The customer reported clenz solution leaked in pinch valve pv49 area involving coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The customer indicated quality control (qc) was within range at the time of the event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered pinch valves pv49 and pv66 had a small hole in the tubing. The fse replaced the tubing for both pinch valves and resolved the issue. The fse also replaced all the tubing on the pump module. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).